Manufacturer narrative:
Exact date unknown, event occurred two weeks after the patients implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg site. It was noted that two weeks after implant postoperative, there was a seroma like drainage at the ipg site. The physician believed that this was not device related. The patient was placed on antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were not returned.